Event description:
Agent ide study. It was reported that restenosis and angina occurred. In (B)(6)2016, a target lesion in the left main coronary artery (lmca) was treated with balloon angioplasty and a 2.50 x 16 mm synergy drug eluting stent (des). In (B)(6) 2021, the subject presented with stable angina and was referred for the agent ide study. Heparin or antithrombotic medication was administered at the time of index procedure. The 2.50 x 20mm target lesion was in stent restenosis of the previously deployed 2.50 x 16 mm synergy des located at the lmca. The target lesion was predilated with a 3.00 mm x 15 mm balloon with 30% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was successfully treated with a 2.50 mm x 30 mm study device with 0% residual stenosis and timi flow of 3. The subject was discharged with aspirin and clopidogrel.